Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the interface circuit board's power connector was not secure and therefore, preventing the footswitch from activating the system. The system was tested and found to be working as intended and placed back into service.

Event description:
It was determined that the footswitch controller could not command the system 6800 to produce xrays and make exposures. There was no adverse pt involvement reported. There was no pt info reported.